Manufacturer narrative:
The device was not returned to the MFR for evaluation.

Event description:
During a lung reduction prcedure instrument would not fire. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.